Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was torn during insertion. The lens was removed and another same type of lens was implanted. There was no pt injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.